Manufacturer narrative:
Block b3: date approximate. Additional suspect medical device component involved in the event: brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: (B)(6). Brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient experienced discomfort at the spinal cord stimulation (scs) implantable pulse generator (ipg) site due to it tipping forward in the pocket. It was noted that tipping and subsequent discomfort occurred gradually over time, particularly over the last few months. The patient felt as though the ipg has never seemed to sit correctly in the pocket site since the initial implant. The patient also reported receiving a communication failed bluetooth error message on her remote control quite frequently, likely related to the positioning of the ipg. In addition, the patients leads were not targeting her sacroiliac joint (sij) pain area, and the paraspinal lead felt more like pressure than a tingle. The patient underwent a revision procedure in which the physician repositioned the ipg pocket site including suturing the ipg into place, and repositioned the peripheral leads. No devices were implanted or explanted. The patient was recovering without postoperative complication.